Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting that they did not know what the cause of the power on reset (por) was. And that they had to wait (they thought) like 2 weeks to get in to see a manufacturer representative. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient had a surgery for their back pain (spinal stenosis) not-related to their device a little over 3 weeks ago on (B)(6) 2018. Patient had turned the ins off for the surgery, and pretty much right away since the ins was off they noticed having trouble making it to the bathroom and the symptoms have gotten worse. On the morning of the report, patient used the patient programmer to turn ins back on however a power on reset (por) was seen. Patient was advised to follow up with their healthcare professional (hcp). No further complications were reported.